Manufacturer narrative:
It was reported that the patient required a consult for a "a skin injury attributed to versette". It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
Skin injury while using device.